Event description:
Consumer complaint of hi blood glucose result. Expected non-fasting blood glucose test result range is 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from this trueresult meter ((B)(4)) to another trueresult meter ((B)(4)). Back to back blood test performed non-fasting during call on (B)(6) 2015 produced test results of hi using trueresult meter ((B)(4)) and 584 mg/dl using other trueresult meter ((B)(4)). Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 454mg/dl, (B)(6) 2015, 06:06 pm; 40mg/dl, (B)(6) /2015, 10:50 am; lo mg/dl, (B)(6) 2015, 10:33 am; 46mg/dl, (B)(6) 2015, 12:44 am; 294mg/dl, (B)(6) 2015, 09:15 am. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).